Manufacturer narrative:
There is no clinical significance in the discrepancy analysis for customer did not provide the lab value to calculate the confident limit. The decision for investigation cannot be determined. No data analysis was performed because time between testing exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per issue, customer was having difficulty obtaining sufficient blood for testing. This may contribute to unexpected inr or errors in testing. Previous investigation of strip lot 234523 from (B)(6) has met accuracy criteria. No further investigation is required. As of 02/15/2011, 52 discrepant results complaint was reported for lot # 234523 yielding a complaint rate of 0.043%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 0.7. Date: (B)(6) 2011; inr: 3.0. Pt's target inr is 3.0. Pt had no change in medication or diet. Pt did have a difficult time getting blood for this test.